Event description:
Patient alleges receiving implants on feb. 25, 1974. Mammogram performed on may 2, 1996 shows a newly developed lateral bulging with double density along the margin seen on the craniocauded view on the left side. Possibility of intracapsular rupture cannot be excluded with certainty. Patient alleges consulting with original plastic surgeon and general practitioner; both advised removal of implants. Patient had removal on aug. 15, 1996.